Manufacturer narrative:
Thrombus was confirmed through the evaluation of the left ventricular assist system (lvas). Additionally, review of the submitted system controller log file confirmed multiple low flow alarms however, a specific cause could not conclusively be determined through this evaluation. The pump was returned assembled with the driveline (dl) was cut approximately 1inch from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow elbow) was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief collar was sutured in place around the outflow graft nut. Examination of lvas revealed a flat, tissue-like deposition within the inlet elbow. This deposition lacked evidence of denaturation or lamination, indicating that it developed acutely. The observed deposition appeared consistent with poor surface washing due to a low flow condition; however, a specific cause for this period of low flow could not conclusively be determined through this evaluation. The remaining pump blood-contacting surfaces were free from any adhered thrombus formations and depositions. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Thrombus is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 9 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the customer submitted log files dated (B)(6) 2017 for review on 16oct2017 with no event details. The manufacturer¿s technical services representative reviewed the submitted log file and reported parameters that were possibly consistent with device thrombosis. Subsequently, the patient underwent a routine heart transplant on (B)(6) 2017. The outcome was reported as not device or therapy related. The pump was returned for evaluation.